Event description:
Visicu received a report from a health system stating ecaremanager is not calculating discharge readiness score for multiple patients. Ecaremanager is displaying an "x" in place of the score.

Manufacturer narrative:
(B)(4): remote connectivity will be used to evaluate the software at the health system. The manufacturer is currently investigating issue and a follow-up will be submitted when investigation is complete.